Manufacturer narrative:
Concomitant medical products: 459888 lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing and low p waves on the right atrial (ra) lead. It was also noted that there was a possible inappropriate shock for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular tachycardia (vt). Follow up concluded that no intervention was done. The device and lead remain in use. No further patient complications have been reported as a result of this event.